Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Event details and product identification were not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - ni. Initial reporter - the article was written by martin lavigne, etienne l. Belzile, alain roy, francois morin, traian amzica, and pascal-andre vendittoli manufacture date ¿ ni. Remains implanted.

Event description:
Information was received based on review of a journal article titled, "comparison of whole-blood metal ion levels in four types of metal-on-metal large-diameter femoral head total hip arthroplasty: the potential influence of the adapter sleeve." The aims of this study were: to compare chromium, cobalt, and titanium ion concentrations in the whole blood of patients who received any of four types of total hip arthroplasty implants with a large-diameter femoral head; to assess the progression of ion levels over time; and to identify factors influencing metal ion concentrations. A patient identified in the article experienced elevated metal ion levels. No further information is available and the patient's outcome is unknown.